Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. The patient sample could not be provided for investigation. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys probnp ii immunoassay on a cobas 8000 e 801 module. The values obtained with the probnp assay do not compare to a value obtained with a bnp assay from an unknown manufacturer. The sample is suspected to contain an interferent to a component of the probnp assay. The value from the probnp assay was reported outside of the laboratory. When tested with the elecsys probnp assay on the e 801 analyzer, the result was < 5 pg/ml. The sample was tested with a bnp assay from an unknown manufacturer, resulting with a value of 565 pg/ml. The sample was repeated with the elecsys probnp assay on the e 801 analyzer, resulting with a value of < 5 pg/ml. The e 801 analyzer serial number is (B)(4).